Event description:
It was reported that shaft break occurred. A 4.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, when the physician attempted to cross the lesion, the shaft was fractured. The physician removed the device intact. The procedure was completed and there were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 28mm stent delivery system was returned for analysis without a manifold. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The stent length was measured by calliper and the result was 27.58mm this is within the length profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks and a break 103 cm proximal to distal tip. Another section of delivery system measuring 23.5 cm was returned. No manifold was returned. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted.

Event description:
It was reported that shaft break occurred. A 4.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, when the physician attempted to cross the lesion, the shaft was fractured. The physician removed the device intact. The procedure was completed and there were no patient complications nor injuries reported and the patient was stable.